Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. There were no reports of the patient being harmed as a result of this malfunction. An investigation was performed on (B)(4) 2011, based on the information provided by the customer and evaluation of returned samples. Six (6) used samples received on (B)(4) 2011 in a plastic bag enclosed in a box and tested on (B)(4) 2011. Based on the findings of the investigation, it was concluded that the complaint was confirmed as per returned samples where the leakage on pipe were caused by weak airline. Related personnel will be informed and appropriate corrective action will be taken to prevent future recurrences of similar type of defects. In conclusion, an internal corrective action was created for this confirmed complaint and the root cause investigation result is documented. Note: this MDR is being reported as a result of a retrospective review of complaint records conducted by (B)(4) for complaints received from (B)(4) 2011 - (B)(4) 2013. (B)(4) will continue to track and monitor such complaints according to (B)(4) complaint handling and CAPA procedures.

Event description:
Description of complaint: "leakage on pipe."